Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during inflation and could not be used. There was no reported patient injury. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during inflation and could not be used. There was no reported patient injury. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6/7f was returned for investigation following a reported complaint. Visual inspection shows that button 1 and button 2 are not depressed. The stopcock is closed. There was no catheter sheath introducer (csi) inserted to the device, and no syringe was returned attached for this evaluation. The sealant was present in manufacturing position on the device fully covered per the sealant sleeves that did not show any type of damage or anomaly. The balloon was tested for an inflation/deflation functional analysis, using a cordis lab sample syringe. During this analysis no issues related to the reported event were observed, as the balloon was inflated and deflated without any issue. The balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis no damaged or abnormal conditions were identified. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon- balloon loss of pressure¿ was not confirmed as the balloon was able to maintain a positive pressure to achieve the inflated state, on the functional evaluation executed. Additionally, no abnormal conditions were observed on the surface of the balloon that could be related to the reported event. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.